Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI reference number: (B)(4). A device history record review (DHR) was performed and did not reveal any manufacturing issues that could have contributed to the event. The valve was not returned to edwards lifesciences, as it remains implanted in the patient. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. Valve stenosis is listed in the instruction for use (IFU) as a potential risk associated with the use of the thv. Also noted in the valve-in-valve IFU, residual mean gradient may be higher in a ¿tav-in-sav¿ configuration than that observed following implantation of the thv inside a native aortic annulus using the same size device. Patients with elevated mean gradient post procedure should be carefully followed. It is important that the manufacturer, model and size of the preexisting surgical bioprosthetic aortic valve be determined, so that the appropriate thv can be implanted and a prosthesis-patient mismatch be avoided. Additionally, pre-procedure imaging modalities must be employed to make as accurate a determination of the internal orifice as possible. Patient¿prosthesis mismatch (ppm) is present when the effective orifice area (eoa) of the inserted prosthetic valve is too small relative to body surface area. Ppm is defined as an eoa indexed for body surface area < 0.8-0.9 cm2/m2 in the aortic position and < 1.2-1.3 cm2/m2 in the mitral position. This is a frequent problem in patients undergoing aortic or mitral valve replacement (20¿70% prevalence), and its main hemodynamic consequence is to generate high transvalvular gradients through normally functioning prosthetic valves. Ppm is associated with worse hemodynamics, less regression of left ventricular hypertrophy, more cardiac events, and higher mortality rates after aortic valve replacement. Ppm is also a frequent problem after mitral valve replacement, where it is associated with less regression of pulmonary hypertension and higher mortality. In this case, per report, the increased gradient and stenosis two years and ten months post valve implant was attributed to patient-prosthesis mismatch. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, two years and two months post implant of a 20mm sapien 3 valve in the aortic position, the patient underwent a valve in valve (23mm non-edwards valve in 20mm sapien 3 valve) due to increased gradient. Additional information provided by the hospital medical records indicated that two years and two months post tavr with a 20mm sapien valve the patient presented to the hospital with chronic diastolic heart failure and class iii nyha symptoms. An echo performed showed the patient had a mean gradient of 44mhg, a peak gradient of 79.5mmhg and an aortic valve area (ava) of 0.9cm2. It was stated that there was patient prosthetic mismatch. Since the patient was deemed to be high-risk surgical candidate the decision was made to deploy the second valve from the right femoral artery. During the valve in valve procedure, following placement of the double -curved wire the patient started to become hemodynamically unstable. A tte revealed a pericardial effusion leading to cardiac tamponade, most likely caused by a wire perforation in the left ventricle. A pericardiocentesis was performed and deployment of the 23mm non-ew valve was then performed. The post op echo showed a stable and functioning 23mm non-edwards valve with a mean gradient of 14.4mmhg, a peak gradient of 27mmhg, and an ava of 1.3cm2. The patient was transferred to the ICU in stable condition.